Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient's health care professional (hcp) ¿walked out¿ because they could not place the trial leads where they wanted. The patient was not going to go back to this hcp. It was noted that the patient was implanted on (B)(6) 2013 by a different hcp. Additional information received reported that the patient did not have concerns with their device or therapy. It was noted that the patient received assistance from their doctor or manufacturing representative and their concerns were resolved. It was noted ¿appointment date: (B)(6) january 2014.¿